Event description:
It was reported that (2) devices were used during an esophagus procedure. It was reported by the affiliate that the tct75 instruments' firing knob would not advance and the devices would not cut or staple. Another instrument was used to complete the case. There was no consequence to the pt.